Event description:
It was reported that the surgeon was removing a cataract from the pt's eye with the staar sonic wave phaco system. The pt started to cough and the capsular bag was torn by the handpiece. Add'l info has been requested from the facility but none has been forthcoming. If add'l info is received, a supplemental medwatch will be sent.